Event description:
On (B)(6) 2012 patient came into office with weakness. Patient had x-rays on (B)(6) 2012 where the radiologist noted leads in position. However, upon inspection of xray films the a-lead was noted to be coiled in pocked near the battery due to twiddler's syndrome. This lead remains actively implanted. There was no indication of surgical intervention. If additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4) - there are no "plats" to explant or revise this lead. Pacing mode was changed to vvir and the lead is stable in the pocket. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.